Manufacturer narrative:
The product analysis has been completed. Additional information will be submitted within thirty days upon receipt.

Manufacturer narrative:
The account noted that contrast was leaking from the balloon of the palmaz genesis stent during prep. There was no difficulty removing the product from the hoop. No kinks or other damages noted prior to inserting the product into the patient, the device never went into the patient. Amersham (ge healthcare) omnipaque 300 contrast media was used for the procedure. The contrast to saline ratio was 30% contrast 70% saline. The device was not put into a guide catheter. The device was returned for evaluation. One non sterile catheter shrt gen / pro 18 x 60 bil 80 was received coiled inside a plastic bag. The stent and balloon were not expanded. No other anomalies were observed in the returned device. An attempt to inflate the balloon was done, and during inflation a leak was found in the proximal section of the balloon. Sem analysis results showed that the balloon external surfaces exhibited evidence of abrasion. The internal surface exhibited no anomalies as well as the proximal marker band. This balloon burst failure exhibited no other surface anomalies that could have caused the failure. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported customer complaint of balloon leakage was confirmed through failure analysis. The exact cause of the failure could not conclusively be determined. Controls are in place to prevent defective balloons from leaving the facility. The act of prepping a balloon for insertion into a patient includes pulling negative pressure on the device to withdraw air from inside balloon and device, to prevent air bubbles in the balloon when inflating. It is not clear how the account noted contrast coming from the balloon during prep, as they would have had to slightly inflate the balloon during prep for contrast to have entered it. Review of the information provided suggests that potential user handling may have contributed to the reported event. There is no indication in the reported information or the analysis that there is a design or manufacturing related issue therefore no corrective action will be taken.

Event description:
The account noted that contrast was leaking from the balloon of the palmaz genesis stent during prep.

Manufacturer narrative:
Device history record review was conducted and the product met quality requirements for product acceptance. The product is available for analysis. Additional information will be submitted within thirty days upon receipt.